Manufacturer narrative:
The reported events of oversensing noise and clavicular crush were not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures, however an internal short was noted between conductor paths due to damaged inner insulation at the proximal and distal regions, consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that oversensing of noise was observed on the right ventricular (rv) lead. The noise was reproducible in the clinic. A possible clavicular crush was noted. The rv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.